Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as fold flow opening. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Device evaluation: d9, h3, h6.

Event description:
Patient reported the device serial numbers for the right side. Patient later reported "prosthesis ruptured" healthcare professional later confirmed rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture was requested on october 23, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported the device serial numbers for the right side. Patient later reported "prosthesis ruptured" healthcare professional later confirmed rupture. The device has been explanted and replaced.

Event description:
Patient reported, the device serial numbers for the right side. Patient, later reported, "prosthesis ruptured". Healthcare professional, later confirmed, rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.